Event description:
Device issue: none. Adverse event: visual disturbance. Time of adverse event: during procedure. It was reported that during a left internal carotid artery rx acculink stenting procedure, the patient experienced a 'bright light and zigzag scotoma' in front of the left eye. A CT scan was unclear and an MRI was recommended, but the patient declined. The condition is listed as continuing. One day post-procedure, the patient was discharged to home. Though requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.